Event description:
Revision surgery - the primary case was for a fracture. The surgeon noted he went too deep with cementing the stem and ran out of extension. This later caused the patient's shoulder to become unstable. In this revision, the surgeon swapped out the original insert and glenoid head with a larger size to re-stabilize the patient's shoulder.

Manufacturer narrative:
The reason for the revision surgery was to alleviate joint instability resulting from a stem being cemented too deep during the original surgery. The in-vivo duration was 1 month of patient use. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed a total of 16 complaints have been submitted against this part number. This is this first complaint against lot number 918f1044. There have been no previous complaints of a similar nature against this part number. The root cause for the joint instability was from the stem being cemented too deep during the original surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.